Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad director, that the pt began experiencing symptoms of pump end of life. A vent filter was submitted for analysis which revealed possible main bearing wear and approximately one week later, noises were heard coming from the pump. A decision was made to replace the lvad with the MFR's clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the MFR's clinical trial lvad. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.